Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the right proximal common carotid artery. The lesion exhibited moderate tortuosity and moderate calcification. No abnormalities in relation to the anatomy were reported. The device was removed from the packaging as per the IFU. The device was inspected and prepped prior to use with no issues noted. During the procedure, inflation of the device was normal; however it could not be deflated in the common carotid. An attempt was made to insert a guidewire from the syringe port and it did not go through. The device was then cut hoping that the fluid on the balloon could naturally come down, and nothing happened. Finally, they could puncture the balloon with a guidewire and it lost some fluid, then they could pull it into the aorta. The patient was tolerating the occlusion quite well, but the maneuvers to take the balloon out from the carotid took them more than half an hour. No patient complications or other sequelae were reported for this event.

Manufacturer narrative:
Failure to follow instructions - it appears the balloon was not inflated with the recommended accessory equipment. Patient¿s condition affected effectiveness of device - 90% stenosis. Related to operational context - no issue noted during preparation or inspection, the event was most likely due to the operational context. Deformation problem. (B)(4).

Event description:
Evaluation summary: the shaft of the mo.ma device was broken close to the hub and a kink was detected 20 cm from the broken section. The t-safety valve was returned and appeared unused as no residue of radio opaque solution was detected. The proximal balloon was cut close to the distal balloon bonding. A permanent deformation due to an over inflation was detected on the surface of the distal balloon. Using a 0.30mm wire inserted through the inflation lumen, the absence of obstruction or restriction was verified. No abnormalities detected on the proximal inflation line, both on the hub and the shaft, however friction was felt passing on the kinked point. The test could not be performed on the distal lumen due to dried radio opaque solution. The distal balloon was inflated connecting a syringe to a needle bonded in the distal line close to the balloon. The shape of the balloon inflated confirmed the permanent deformation. Proximal balloon could not be inflated due to the damage on the surface.

Event description:
Cine review: the mo.ma device was positioned correctly and both balloons inflated. The shape of the balloon confirmed that the balloon was over inflated (4 bars). A stent system was positioned in ica and lesion treated. After stent deployment images showed several attempt to bust proximal balloon (with a guide wire in the first step and using a guiding catheter later). The balloon appeared deformed and it is reasonable to assume that the aspiration was limited due this not cylindrical shape. After the balloon burst, the vessel was checked by radio opaque solution without any other complication.